Manufacturer narrative:
Date of event: no information. Concomitant medical products: product ID: 978a128, lot#: va29d8z, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 978a128, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the lead replaced at a procedure today. The patient was having pain and impedances were all >4000ohms. The rep stated that they did not know why the impedances were high. The caller indicated that with the new lead placed they got normal impedances. The caller indicated that the healthcare professional (hcp) did not want to return the lead for analysis. Troubleshooting was not required.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va29d8z serial# implanted: 2020(B)(6) explanted: 2021-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was unknown when the high impedances were first noticed. The cause of the need for lead replacement was unknown. The lead was discarded, and the device is active with no change.